Manufacturer narrative:
Updated fields: b4, d8, d9(device available for eval), g3, g6, h2, h3, h4, h6(investigation type, investigation findings & investigation conclusions), h11. Corrected fields: b5, h6(problem code). A getinge field service engineer (fse) was not dispatched to evaluate the iabp unit because the unit was repaired by in-house biomed. Customer tested runtime of batteries and could not duplicate issue.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit failed. There was no patient harm reported .

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit failed battery run time . There was no patient harm reported .

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.